Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the patient reported that "two months ago, she was told her vns was not working, probably because the battery wasn't working". Reporter also indicated that "since the vns stopped working, the patient's seizures have increased about four times in number". Good faith attempts are being made to obtain additional information.